Event description:
The hospital recently placed a new avance anesthesia unit into use in room 6. One of the flow sensor transducer flappers got stuck in the up position (part # 1503-3858-000).this problem has been occurring frequently on the new avance models at the hospital.the ge field service rep and ge sales rep are both aware of this issue.

Event description:
The hospital recently placed a new avance anesthesia unit into use in room 6. One of the flow sensor transducer flappers got stuck in the up position (part # 1503-3858-000). This problem has been occurring frequently on the new avance models at the hospital. The ge field service rep and ge sales rep are both aware of this issue.